Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The anchor is off the insertion device and the white suture string is loose in the package. The actuator bar is extended, the blue suture string is still through the suture window of the anchor. There is a small hole in the distal end of the poly bag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging process found that the operator should verify the pouch is free of pin holes, cuts and seal defects. In the case defects are found, the pouch should be scrapped. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include improper transport, storage or handling conditions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up or inspection in a shoulder cuff repair surgery, an air leakage was found in the package of the footprint ultra. There was no delay and a backup device was available. There was no patient involvement.